Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they insulin pump had received the motor arm cannot communicate with the main arm. The customer¿s blood glucose level was 120 mg/dl. Customer reported that they were able to clear the alarm and they are able to rewind the insulin pump. Customer was assisted with performing displacement test and the test was passed. Customer was also assisted with performing self test and the test did not pass. Customer troubleshoot was performed. Customer was advised to that the insulin pump requires replacement and to discontinue use of the insulin pump and to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, sleep current measurement, active current measurement and selftest. Insulin pump was monitored and functioning properly. No the motor arm cannot communicate with the main arm alarm during testing.